Event description:
A hospital in (B)(6) reported that the power fail alarm on an iw934 cosycot infant warmer was not working. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) state reported that the power fail alarm on an iw934 cosycot infant warmer was not working. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the defect was found by the hospital biomed, who had isolated the problem to the infant warmer's transformer. The transformer was returned to our (B)(4) facility for investigation and the resistance of the windings was measured using a digital multimeter. Results: the resistance testing revealed that the primary winding of the transformer was open circuit. A lot check revealed no other complaints of this nature for lot number 060405. Conclusion: an open circuit of the primary winding of the transformer would prevent transfer of electrical power to the controller boards. The absence of mains power triggers the "power fail" alarm. Thus the circuit functioned as intended. The transformer has a built in 130 degree thermal cut out protector which is triggered by high temperature. It is possible that the thermal cut out tripped due to excessive current. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. Our review of the manufacturing records for this complaint warmer did not reveal any discrepancies. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.